Manufacturer narrative:
Concomitant medical products: 694965 lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and an abrupt elevation in impedance on the right ventricular (rv) lead. A lead integrity alert (lia) had also been triggered. The defibrillation portion of the rv lead was deactivated and the pace/sense portion of the rv lead remains in use. It was noted that further intervention is planned. No patient complications have been reported as a result of this event. (B)(6) 2019: it was reported further reported that there was a confirmed fracture of the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2020: it was further reported that there was a failure with the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a failure with the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.